Event description:
It was reported in a summary article the findings of a randomized clinical trial [prevent] of the outcomes of percutaneous coronary intervention (pci) versus optimal medical therapy alone for the treatment of vulnerable atherosclerotic coronary plaques. In the study pci was performed with the absorb and xience expedition stents. Patient outcomes were compared at the 2 year, 4 year and 7 year follow-ups. Patient outcomes included cardiac death, target vessel myocardial infarction, ischemia driven target-vessel revascularization, hospitalization for unstable or progressive angina, thrombosis, stroke, bleeding, procedural intervention, surgery, transient ischemic attack. Additional information can be found in the summary article, "preventive percutaneous coronary intervention versus optimal medical therapy alone for the treatment of vulnerable atherosclerotic coronary plaques (prevent): a multicentre, open-label, randomised controlled trial". The procedure/implantation date has been estimated to be (B)(6) 2015 as this is the first date with the clinic study findings. The date of death or adverse patient effect has been estimated as (B)(6) 2016 as this is one year after the estimated procedure/implantation date.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case. The reported patient effect(s) of stroke, thrombosis, angina, ischemia, and myocardial infarction are listed in the everolimus eluting coronary stent systems (eecss), xience expedition, instructions for use as known patient effect(s) of coronary stenting procedures. Article title: ¿preventive percutaneous coronary intervention versus optimal medical therapy alone for the treatment of vulnerable atherosclerotic coronary plaques (prevent): a multicentre, open-label, randomised controlled trial¿ b3, d6a: estimated dates d4: the UDI is not known as the part and lot number were not provided. The additional patient effect of death reported in the b5 is captured under separate medwatch report. The additional device reported in b5 is captured under separate medwatch report. Article titled " preventive percutaneous coronary intervention versus optimal medical therapy alone for the treatment of vulnerable atherosclerotic coronary plaques (prevent): a multicentre, open-label, randomised controlled trial."